Manufacturer narrative:
The table is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. A steris service technician arrived onsite to inspect the surgical table and spoke with facility personnel regarding the reported event. During the time of the event, the surgical table was being repaired in the biomed's service area. A biomed technician was in the process of completing service activities when he observed flames and smoke emitting from the control board. The steris technician inspected the table and observed damage to the upper corner of the control board and floor locks. Additionally, the technician identified that the facility's biomed department installed the floor lock cable that connects to the control board upside down which resulted in the reported event. The technician replaced the floor lock and control boards, tested the table, confirmed it to be operating according to specifications, and returned it to service. The reported event is attributed to user error as the biomed department should have ensured the floor lock cable was properly installed prior to testing the function of the surgical table. While onsite, the technician counseled the biomed department on the importance of proper service activities. No additional issues have been reported.

Event description:
The user facility reported that their 4085 surgical table caught fire. The fire alarm was not activated, and no evacuations were conducted. A patient was not present during the time of the event. No report of injury.